Manufacturer narrative:
The actual device was evaluated for the particulate matter in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and particulate matter noted on the tip of patient line connector. The evaluation determined that the particulate matter on the patient line was created from an arc during the welding process. The arcs occurred when the weld was redirected outside of the welding process, which created a flash that burned the tubing. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, it was noted that there was particulate matter found on the tip of patient line connector. There was no patient injury or medical intervention associated with this event. No additional information is available.